Event description:
The hcp reported that the pump was explanted and replaced in 2006 after an implant duration of 62 mos. The pt was experiencing intermittent increased spasticity and diaphoresis. It was also reported that the low battery alarm on the pump did not sound. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.